Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system aspiration catheter 8 (cat8). During the procedure, while in use with an indigo system separator 8 (sep8) and another manufacturer's sheath, the cat8 became kinked several times throughout the catheter. The physician was unsuccessful in removing the thrombus and decided to terminate the procedure. There was no reported issue with the sep8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra cat8 indigo system (cat8) was kinked approximately 35.5, 39.0, and 40.5 cm from the hub. Conclusion: evaluation of the returned device was confirmed. The cat8 was kinked in multiple locations throughout the catheter shaft. This type of damage typically occurs due to improper during use. If the device is manipulated without support while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.